Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into to abdomen on (B)(6) 2023.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into to abdomen on 11/08/2023. On the same day the sensor was inserted, the patient experienced a skin reaction and he decided to remove the sensor. The patient alleged the past three weeks he developed itching sensation and a rash that spread from the right to left side of the abdomen. The reaction was treated with an over the counter topical benedryl anti-itch cream. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).